Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was investigated. As received the trunk cable connector housing and locking nut were missing preventing a secure connection between the electrode belt and the monitor. The cause of the reported inability to complete testing at the distributor is the damaged connector and lack of secure connection. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not complete testing.